Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and customer alleging possible pump under delivery. Customer¿s blood glucose level was 400 mg/dl at time of incident, treated with bolus and blood glucose over 200 mg/dl. Customer feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not contacted their health care professional regarding the high blood glucose. Customer reported that the insulin exited at the quick release. The devices will not be returned for analysis.